Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was not opening. The doors were rebooted and it was working now. The system was able to be used for the next case. The representative was unable to replicate the issue, they pulled the logs and reviewed. They were unable to find a definitive cause. There was no patient involvement.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, received notification of the issue, contacted clinical service onsite, was informed that after manually opening the door and restarting the system, they were able to proceed with the next case, arrived onsite, inspected system, unable to duplicate issue, pulled and reviewed logs, unable to find a definitive cause, performed system checkout system fully functional. B01, c19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.